Event description:
Contact reports the surgeon was able to advance a screw thru the lacking busing of the plate. The bushing did not engage the screw and disengaged from the plate. The surgeon noted the problem and stopped advancing the screw. If this was to recur and the users not note the problem it could result in an adverse event.